Event description:
It was reported that during a stenting treatment procedure a guide wire fracture occurred. The lesion being treated was located in the right coronary artery. The physician implanted three promus element plus stents. Then, using a choice floppy guide wire and a nc quantum apex balloon catheter the physician postdilated the target lesion. The guide wire was removed from the patient. However, during an exchange of devices, the guide wire fractured due to a possible bend received during the procedure. The procedure was completed with a different device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).